Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported resistance was not confirmed as the fractional flow rate wire used during the procedure was not returned for testing. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 300 length fractional flow rate (ffr) wire was placed across the target lesion in the mid left anterior descending coronary artery. As the vision stent delivery system (sds) was loaded on to the ffr wire, the sds became stuck on the wire, outside of the anatomy, and the tip of the sds bent. The sds was still outside of the anatomy at this point. Reportedly, the sds became stuck on the wire because of dried blood and contrast on the wire; the ffr wire was not wiped down prior to loading the sds. The sds was removed from the wire using force and the tip of the sds separated. The ffr wire was removed and a balance middle-weight wire and another vision stent were used to complete the procedure without further incident. There was no clinically significant delay in the procedure and no adverse patient effect due to this device issue. There was no additional information provided.